Manufacturer narrative:
The following elements have blank data: device identifier (di): for type of device: light, surgical, ceiling mounted.

Event description:
Surgical team member was adjusting position of boom surgical light during case. The in light camera detached from light and fell onto table, hitting upper arm of patient. Biomed responded to or at time of incident to assess the light and camera. Found that the release button on camera head had inadvertently been pressed which caused the camera to fall. Biomed re-educated or team on different buttons on light/camera, notified vendor. This is the second incident of in light camera head detaching unexpectedly during surgical case with skytron boom lights; location/appearance of disposable cover button and in light camera detect button is very similar. Manufacturer response for boom in light camera, (brand not provided) (per site reporter). Provided re-education on different buttons on in light camera.

Event description:
Surgical team member was adjusting position of boom surgical light during case. The in light camera detached from light and fell onto table, hitting upper arm of patient. Biomed responded to operating room at time of incident to assess the light and camera. Found that the release button on camera head had inadvertently been pressed which caused the camera to fall. Biomed re-educated or team on different buttons on light/camera, notified vendor. This is the second incident ([redacted] [redacted]) of in light camera head detaching unexpectantly during surgical case with skytron boom lights; location/appearance of disposable cover button and in light camera detect button is very similar. Manufacturer response for boom in light camera, (brand not provided) (per site reporter). Provided re-education on different buttons on in light camera.